Manufacturer narrative:
The event occurred in china. It was reported that during patient treatment the rotaflow console has a problem with the flow. The flow could not be increased while the speed was increasing. The device was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The device will be repaired by a third party company, therefore no service order could be provided. Based on the investigation results the reported failure could be confirmed however, a exact root cause could not be determined. The failure mode "flow could not increased" can be linked to the following most possible root causes according to our risk management file: - zero flow calibration failed - incorrect flow measurement - device used out of specification - malfunction of bubble/flow sensor electronics - dried contact gel - user forgot renewing contact gel - mechanical defects (impact) - sensor not detected although sensor is connected the review of the non-conformities has been performed on 2024-09-12 for the period of 2020-02-27 to 2024-09-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2020-02-27. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15 6.2 reapplying ultrasonic contact cream - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occured in china. It was reported that during patient treatment the rotaflow console has a problem with the flow. The flow could not be increased while the speed was increasing. The device was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. Complaint ID: (B)(4).